Manufacturer narrative:
Internal complaint reference case- (B)(4). H11, h3, h6: the device was received; however, a physical evaluation was not possible as the product was inadvertently misplaced. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause of the reported event could not be determined. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that, after a procedure, the flow control valve's flow kept running and was not stopping. As this was noticed after the procedure, there was no patient involvement.

Manufacturer narrative:
H11: internal complaint reference: (B)(4).